Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days of implant, the patient experienced back pain and a small pericardial effusion was noted on echocardiography. Lead perforation, increased threshold and decreased r-waves were also noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.